Event description:
It was reported that a urinary drainage bag leaked from the ¿tube that goes to the patient.¿ this occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation. Visual inspection revealed that the tubing was broken off of the catheter. Solvent traces were also identified between the tubing and the catheter. The reported problem was verified. The cause of the condition was determined to be due to a manufacturing issue. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted..